Event description:
A customer reported that during surgery, the unit would not fire. They rebooted and the screen went blank. The surgery was cancelled. No pt harm was reported. Multiple attempts have been made to gather add'l info, but no further details have been provided.

Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).